Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alleging possible under delivery. Customer's blood glucose level was 232 mg/dl. Customer states they experienced high blood glucose. Customer treated for high blood glucose. Customer states because of high blood glucose under delivery happened. Customer states auto mode was active. The insulin pump will not be returned for analysis.